Event description:
On (B)(6) 2021, a perceval valve pvs21 implant attempt occurred. After de-clamp, perivalvular leakage (mild-trace) was observed, so the device was explanted and perceval m size was implanted. The cross-clamp time was 37 minutes for implanting the perceval size s, and 33 minutes for implanting perceval size m. There seems to be no effect on the patient.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve and stent, model #icv1208, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve and component satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release.